Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4). For devices without 510(k) numbers: PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Results. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for hole in the container with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported there was a hole in the bottom of the bd vacutainer¿ 24 hour urine specimen container were provided by the before use. No serious injury or medical intervention.